Event description:
Pt implanted in upper and lower vermilion borders 5/14/98. Onset of infection and induration 5/98. Pt treated 6/9/98 with keflex and topic and massage on 7/20/98. Implant explanted date unk.